Event description:
In 2007, an obtryx curved system mid-urethral sling was implanted (weight of patient is unknown) for treatment of stress urinary incontinence. It was reported that three months later, the patient presented with urinary urgency and a mid urinary tract infection for which she was treated with an anti-cholinergic medication (name/dose is unknown). The physician noted the event to be related to the device. The event was reported as not resolved. Despite multiple attempts to obtain additional information no responses have been received.

Manufacturer narrative:
The device will not be returned as it remains implanted within the patient; therefore, a failure analysis will not be available, and we are not able to determine the relationship between this device and the cause of this event.